Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Compalint reviewed. Package insert reviewed.

Event description:
Allegedly patient fell 36 months ago accidentally.